Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effects of implantation of quadripolar left ventricular leads on crt response. Journal of interventional cardiac electrophysiology. 2019. Doi: 10.1007/s10840-019-00545-8. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the use of quadripolar left ventricular leads with cardiac resynchronization therapy (crt) devices compared with conventional bipolar leads. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. It was reported that out of 536 patient involved in the study, 172 patients had died. Of those, 34 patients had passed away within six (6) months post cardiac resynchronization therapy defibrillator (crt-d) implant. The status of the crtd device and leads are unknown. The cause of death has been requested, but not yet received.